Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed the catheter broken near the nose of the housing. Only the housing end of the broken catheter was returned. A clean cut was observed on the part off surface. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The machine parts that contact the catheter tubing are machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the part off in the catheter tubing. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would have failed and would automatically be rejected by the line. A simulation was carried out by using scissors to part-off a catheter. The part-off surface seen on the sample was replicated. Based on the broken catheter could have been caused by a sharp object such as a scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. Therefore, the root cause of the customer¿s experience of broken catheter could not be established based on the above investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated after placement. The arterial cannula broke inside the patient's artery. The piece of plastic remained in the artery. The patient must now be transferred to vestfold hospital to open the artery and operate it out. The arterial cannula has been in place for less than 1 day.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed the catheter broken near the nose of the housing. Only the housing end of the broken catheter was returned. A clean cut was observed on the part off surface. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The machine parts that contact the catheter tubing are machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the part off in the catheter tubing. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would have failed and would automatically be rejected by the line. A simulation was carried out by using scissors to part-off a catheter. The part-off surface seen on the sample was replicated. Based on the broken catheter could have been caused by a sharp object such as a scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. Therefore, the root cause of the customer¿s experience of broken catheter could not be established based on the above investigation.